Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no damage or evidence of tampering to the device packaging. The cause of the damage was not determined, and there were no issues that resulted in the device damage that was found. No prep was performed prior to the damage being seen.

Manufacturer narrative:
Product analysis ¿ as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened apollo inner pouch (b516627), and a dispenser coil. ¿ damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.3mm, which is within specification. ¿ conclusion: based on the device analysis and the information provided, the customer's report of "tip detachment" was confirmed, as the distal tip of the apollo catheter was found to be detached. Tip detachment can occur during packaging or while removing the catheter from the packaging. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that premature detachment of the tip of an apollo catheter was observed upon opening the package. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU), however, the catheter was not flushed. During the preparation for the surgery, the catheter tip was found to have fallen off when the package was opened. This did not occur during onyx injection, therefore, there was no friction or difficulty during injection, no force was applied, the catheter tip was not entrapped / stuck during removal, there wasn't any vasospasm, and no surgical or medicinal intervention was required. The reported catheter was replaced with another apollo catheter to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.